Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Good condition with no appearance of any physical damaged. Primary audible alarm background test and auxiliary control unit (acu) watchdog were found in the event history log. The technician performed occlusion test and acu watchdog. The technician was unable to duplicate the primary audible alarm background during occlusion test and unable to duplicate the acu watchdog alarm at power up. The root cause of the reported issue was unable to be determine for the intermittent error and acu watchdog alarm was a sympathy alarm (was sympathizing to the primary audible alarm background test). Replaced speaker for preventive and repair was not needed per acu watchdog alarm. Performed occlusion test and all functional testing which passed. Corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that an audible background test and watchdog occurred. No patient injury was reported.